Event description:
It was reported to nova biomedical that a consumer received a result of 62 mg/dl on their blood glucose meter. The consumer immediately tested again using the same meter and test strips getting a result of 330 mg/dl. During the call to customer support, a control solution test was performed showing the test strips to fall in range. The difference in the consumer's readings was determined to be clinically significant. The test strips will be returned for eval.

Manufacturer narrative:
Nova biomedical awaits the return of the device for eval. Should any significant findings be a result of that investigation, a follow-up report will be filed.